Event description:
It was reported on the day of implant after pocket closure there was poor coupling of the electrode with the stimulator. The event required reopening of the pocket and reattachment of the electrode to the stimulator. It was noted there was bad contact of the electrode with the stimulator. The patient did not experience any symptoms as a result of this event. The event was considered non-serious, related to the procedure, and unknown if related to the stimulator and extensions. Following the intervention correct coupling was checked with the programmer. The event was considered resolved on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 37081-40, serial# (B)(4), product type: extension. (B)(4). Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that device interrogation showed poor connection. The procedure relatedness was changed from related to unknown.

Event description:
Additional information received reported that the event was related to the procedure and wasn¿t related to a component of the system.